Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level dropped to 2 mmol/l (36 mg/dl) for an unknown duration wearing the pod. The patient¿s legal guardian (lg) reported the omnipod controller appeared to deliver bolus doses without any carb entries, resulting in recurrent hypoglycemia. The lg reported that on friday night, the patient experienced prolonged lows from about 8 pm to midnight and was taken by ambulance to the emergency room (ER) at (B)(6) hospital. At the time of the low bg levels, the patient had stated they were not feeling well but they were not showing any symptoms. The patient was not provided with a diagnosis or medical treatment while at the ER. The patient remained in the ER for 5 hours and were discharged early the following morning. The lg noted they attempted to pause the insulin delivery at the time of the event. The agent guided the lg through a hard reset of the controller. After the reset, they began reconfiguration but paused because they lacked complete basal program timings and planned to meet the nurse later to input settings. A new pod was applied.

Manufacturer narrative:
The physical device was not returned. Cloud data tied to the user from 20mar2026 was downloaded and reviewed for investigation. Review of the cloud data confirmed the three reported boluses were delivered on 20mar2026. The cloud data shows that the first bolus began delivery at 18:56 and was calculated based on a carb value input of 100 grams, resulting in a total bolus volume of 4 u. The second bolus began delivery at 19:09 and was calculated based on a carb value input of 100 grams, resulting in a total bolus volume of 4 u. The third bolus began delivery at 19:33 and was calculated based on a carb value input of 200 grams, resulting in a total bolus volume of 8 u. The first two boluses were delivered fully; however, the third bolus was terminated with 1.95 u remaining, indicating that 6.05 u of the 8 u bolus was delivered before bolus termination. The cloud data shows that the system remained in automated mode during the timeframe of these boluses and remained in automated mode until 21:56. Once entering manual mode, insulin delivery was successfully paused until 02:06 on 21mar2026. Without log files, it cannot be determined if the user interacted with the controller to input carb values into the bolus calculator and confirm the totals, as the cloud data does not contain logging for interactions with the controller. Additionally, it could not be determined if an issue was present that prevented the user from exiting automated mode and manually suspending insulin before 21:56 on 20mar2026. The exact cause of the reported event could not be determined.

Event description:
It was reported that the patient¿s blood glucose level dropped to 2 mmol/l (36 mg/dl) for an unknown duration wearing the pod. The patient¿s legal guardian (lg) reported the omnipod 5 controller/personal diabetes manager (pdm) appeared to deliver bolus doses without user interaction with the device, resulting in hypoglycemia. The lg reported that on the evening of (B)(6) 2026, the pdm displayed three boluses of insulin which they stated the patient did not program; the patient had received in total an additional 14 units of insulin. The lg reported that the patient then experienced prolonged episodes of low blood glucose levels from about 8 pm to midnight and was taken by ambulance to the emergency room (ER) at lewisham hospital. At the time of the low bg levels, the patient had stated they were not feeling well but they were not showing any symptoms. The patient was not provided with a diagnosis or medical treatment while at the ER. The patient remained in the ER for 5 hours and were discharged early the following morning. The lg noted they attempted to pause the insulin delivery at the time of the event. A new pod was applied. A hard reset of the pdm was performed.

Manufacturer narrative:
B5 has been updated.